Event description:
During baxter's evaluation of a spectrum pump, the device displayed sys error 322. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 322 which was reproduced while running a loaded set. This was caused by a failed lower link switch. The lower auxiliary was replaced to correct this condition. The software was upgraded per the approved remedial action activities. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.